Manufacturer narrative:
The device was not returned to abbott vascular for analysis. Return of the herculink and inflation device and may have further aided the analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints reported from this lot. Factors that may contribute to stent deployment issues may include, but are not limited to, manufacturing, bent/kinked shaft while inside the anatomy, contamination in the inflation lumen preventing deployment, patient anatomical morphology, patient disease state, inflation technique, contrast solution, inadequate connection to the inflation device, and/or accessory device. The investigation was unable to determine a conclusive cause for the reported activation/deployment failure. It was reported that the stent failed t deploy after reaching nominal pressure. It is possible that the accessory devices used in the procedure were closed preventing the contrast flow into the balloon and the stent deployment; however, this could not be confirmed. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that the procedure was to treat a lesion located in the renal artery that was mildly calcified. After crossing with the guide wire, and advancing to the lesion, the herculink stent failed to deploy even after reaching nominal pressure. Another stent was used to complete the procedure. There were no reported adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.